Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and a damaged downstream occlusion sensor was verified. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the pump did not recognize the cassette. During physical inspection, it was found that there was a damage downstream occlusion sensor. There was no patient involvement, no injury was reported.